Manufacturer narrative:
The device is not being returned for evaluation. Without the return of the device we are unable to determine any contributing factors or further investigation into the reported event. The lot number was not provided; therefore a device history record review could not be performed.

Event description:
It was reported that the thermistor overestimated the patient's temperature, in this case it was indicated 39 degrees when the actual temperature was 36 degrees celsius. It was stated that it caused an error in cardiac output measurement, and potential treatment. It was further stated that there was no way of testing the swan thermistor prior to usage. There were no patient complications reported.